Event description:
During bladder surgery, the plaintiff alleges exposure to latex products, and went into anaphylactic shock there by causing him to now suffer severe and permanent respiratory, physical, and emotional problems.